Manufacturer narrative:
No medical records or no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. An investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast fibroma excision of a lesion 30mm-40mm in size, after 100 sample attempts, the probe was allegedly unable to obtain tissue on dense mode. It was further reported that the health care provider performed open surgery, by enlarging the incision to about 4 cm in order to remove the large lesion. The enlarged incision allegedly resulted in additional stitches and scarring to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: the probe was returned used and the aperture was 96% closed. The saline cap was returned. No damage was identified to the rear housing. No other anomalies were noted. The probe was examined via x-ray imaging prior to functional testing. The image shows both of the front stops to be broken on the front housing. Functional/performance evaluation: the probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed. The vacuum differential is meets the minimum specification. The probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: medical images or photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for the reported sampling issue, as the probe was able to successfully obtain samples during functional testing. However, the investigation is confirmed for two broken internal stops. The definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - turn on all system components and allow them to initialize. The control unit display will indicate that the driver¿s initialization was successful and that the system is ready for the biopsy probe installation. Note: the driver will not initialize with the biopsy probe installed. - for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling.

Event description:
It was reported that during a breast fibroma excision of a lesion 30mm-40mm in size, after 100 sample attempts, the probe was allegedly unable to obtain tissue on dense mode. It was further reported that the health care provider performed ¿open surgery¿, by enlarging the incision to about 4 cm in order to remove the large lesion. The enlarged incision allegedly resulted in additional stitches and scarring to the patient.